Event description:
A journal article was retrieved from bmc musculoskeletal disorders (2021) that reported a study from (B)(6) that looked at survival rate and outcomes in revision rotating hinge knee (rhk) arthroplasties. The study reported one patient experienced a periprosthetic joint infection approximately 2 months postop. The patient was treated with a dair procedure (debridement, antibiotics, and implant retention). Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Literature - von hintze, j., niemeläinen, m., sintonen, h., nieminen, j., & eskelinen, a. (2021). Outcomes of the rotating hinge knee in revision total knee arthroplasty with a median follow-up of 6.2 years. Bmc musculoskeletal disorders, 22(1), 336. Https://doi.org/10.1186/s12891-021-04205-9. It was reported a patient underwent a debridement, antibiotic, and implant retention procedure approximately 2 months post revision rhk placement. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As no product information was provided, validation of sterile certifications cannot be performed; however, as the report indicates that the implants were not exchanged and no further complications were reported after the dair procedure, the implanted products are not identified as the source or contributing to the reported infection. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00212, 0001822565-2022-00213, 0001822565-2022-00214 and 0001822565-2022-00426.